Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It is determined that this product is not a bd product.

Event description:
It was reported that packaging was not labeled sterile with a bd injection needle, special sizes. The following information was provided by the initial reporter: distributor is questioning packaging ¿on x-range cannulas (x076065, x070001, x076051). They where not delivered in 3 layers. The layers here not labeled "sterile" either.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that packaging was not labeled sterile with a bd injection needle, special sizes. The following information was provided by the initial reporter: distributor is questioning packaging on x-range cannulas (x076065, x070001, x076051). They where not delivered in 3 layers. The layers here not labeled "sterile" either.